Event description:
The customer reported to olympus, the high frequency unit "esg-400" displayed restarting error code e433. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the top cover has severe dents, and has a missing volume control knob. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Although the event was unable to be reproduced, based on the results of the investigation, it is likely that the event occurred due to a faulty generator board. Olympus will continue to monitor field performance for this device.